Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported: staples malformed. During the pph surgery, after fired, noted the staples malformed. Changed the new one to complete surgery. As changed the new one to complete surgery, the surgery delayed, but don't know how long it was delayed. Except this, the authority report does not show any other patient consequence.